Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ unsatisfactory result: unable to observe as it is not related to the manufacturing process. ¿ rupture: no observed rupture on the device. ¿ inflammation/irritation: unable to observe as it is not related to the manufacturing process. ¿ breast pain: unable to observe as it is not related to the manufacturing process. No other observations observed, no further actions are required. Additional, changed, and/or corrected data: b.1., d.9., h.2., h.3., h.6.

Event description:
Healthcare professional reported "capsular contracture baker ii and waterfall deformity". Later, healthcare professional reported "pain for 1 year". Healthcare professional later reported "ruptured capsule", "synovial metaplasia", "fibrosis", and "non-specific chronic inflammation". This is for the left side. Device was explanted and replaced with another manufacturer device.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ varied injuries: unable to observe since it is not related to the device. ¿ rupture: no observed. ¿ inflammation/ irritation: unable to observe since it is not related to the device. ¿ deformation: no observed. ¿ capsular contracture: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: h6.

Event description:
Healthcare professional reported "capsular contracture baker ii and waterfall deformity". Later, healthcare professional reported "pain for 1 year". Healthcare professional later reported "ruptured capsule", "synovial metaplasia", "fibrosis", and "non-specific chronic inflammation". This is for the left side. Device was explanted and replaced with another manufacturer device.

Event description:
Healthcare professional reported "capsular contracture baker ii and waterfall deformity". Later, healthcare professional reported "pain for 1 year". Healthcare professional later reported "ruptured capsule", "synovial metaplasia", "fibrosis", and "non-specific chronic inflammation". This is for the left side. Device was explanted and replaced with another manufacturer device.

Manufacturer narrative:
Continued e1 (phone number): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.